Event description:
It was reported that during the procedure, a black powder came out of the device. Nothing entered the surgical site and there were no allegations of adverse consequences to the pt. The procedure was successfully completed as planned.

Manufacturer narrative:
The device was received by the MFR for investigation. According to the quality investigation, the device is corroded at the bearings. The black powder that is mentioned in the event description is metal grindings from the drive shaft.